Manufacturer narrative:
(B)(4) section d: the healthcare facility did not provide a model number for the subject devices. F&p healthcare have requested complete device identification information. The rt266 infant dual heated evaqua2 breathing circuit has been used as a placeholder. Section h11: fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event, and the subject devices. We have also requested the return of the subject devices to f&p healthcare new zealand for evaluation. A follow up report will be provided upon completion of our investigation.

Event description:
A healthcare facility reported via a fisher & paykel (f&p) healthcare field representative that temperature/flow probes were identified to be loose at a temperature probe port of infant breathing circuits. There was no reported patient harm. F&p healthcare is currently in the process of obtaining further information about the reported event and devices.